Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
It was reported that during laparoscopic sleeve gastrectomy surgery, when severing gastric tissue , after fired, noted all staples malformed. Changed another three reloads and they all had the same issue. Changed to new device to complete surgery. There was no patient consequence reported. No additional information can be provided.